Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer ongoing, intermittent unidentified issues occurred while loading multiple cartridges. The contact reported that multiple cartridges had to be used before the pump recognized one. Past blood glucose (bg) levels were not reported. As the cartridge loading issues had occurred in the past, tandem technical support was unable to troubleshoot.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and different issues identified.